Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was elevated. The customer changed the pump supplies and infusion set site. The occlusion alarm was resolved. The customer's call was disconnected from tandem technical support and although multiple attempts were made to contact the customer, no response was received and no additional information was obtained regarding the occlusion.